Event description:
It was reported, during implantation the surgeon removed the holder/rotator & tied down all the sutures on the sewing cuff. While checking leaflet motion using the sjm leaflet tester, the first assistant surgeon noticed there was a small chip (approx 1mm) on the top edge of one leaflet. During implantation the surgeon noticed there was calcified tissue at the commissure below the valve. He unsuccessfully tried to rotate the valve with the holder/rotator and may have touched the valve with his finger while tying down the sutures; he was not sure if the chip existed at that time. The surgeon decided to keep the valve implanted because extra time would be required to remove and implant a new valve and he was concerned about the pt's medical condition. He then closed the aortotomy in the usual manner and performed the CABG as planned. The pt was in ICU with poor renal function. Post op echo showed no regurgitation. The chip was not believed to be in the patient. The surgeon mentioned he did not touch the valve with a metallic instrument, only the sjm leaflet tester.

Manufacturer narrative:
The results of this investigation are inconclusive since the valve remains implanted. However, there was no evidence to suggest the inability to rotate and the reported chip near the knife edge of the leaflet were due to an intrinsic defect in the valve, as supported by review of the valve's mfg traveler. The cause of the inability to rotate and the reported chip on the leaflet remains unknown.